Manufacturer narrative:
Follow-up #1: date of submission 12/23/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not duplicated. Review of the black box data found that the last bolus was delivered on the complaint date and the last basal was delivered a week after. Bolus totals in bolus history were consistent with bolus totals in total daily dose history at time of reported issue. The tdd¿s add up correctly and reflect the users programmed basal rates. The pomp powered up and functioned properly. The pump¿s delivery accuracy was found to be within specifications. A normal and an audio bolus were delivered and recorded properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) value was at 40 mg/dl and appeared pale. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly resumed pump therapy after pump replacement and there were no recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the potential causes for inaccurate deliveries and determined that the basal deliveries were correct and as programmed. The time/date was set correctly. A mock bolus calculation exercise was executed correctly. Review of bolus delivery found that there was discrepancy in bolus total between the bolus history vs. The total daily delivery. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an inaccurate delivery issue of unknown causes.